Event description:
It was reported that perfusion was setting up a rotaflow on a pt, the rpm's were set, but the rotaflow would not read flow. The centrifugal drive was removed and additional ultrasonic paste was applied. The device still would not read flow. The console and drive unit were replaced to support the pt. (B)(4). Please refer MFR report #: 8010762-2013-00091.